Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic anterior resection, the instrument did not open and close correctly. They used another device to resolve the issue in order to complete the case. There was no patient injury.